Event description:
Pt self-tester reports he observed blood in his urine on (B)(6) 2012 with possible association with coumadin dosage. Pt had a computerized tomography (CT) scan as the bleeding and pain could have also been consistent with kidney stones. However, the CT scan was negative for kidney stones. The pt's physician directed him to withhold taking his coumadin. The reported bleeding stopped after approx 3 days. This event occurred during a period of time in which the protime microcoagulation system was used to monitor the pt's inr. The pt indicated protime generated inr result of 3.5 on the day the bleeding started and that his therapeutic range is 2.1-3.0 inr. The pt did not provide any other specific protime inr results and no laboratory results were reported.

Manufacturer narrative:
(B)(4). Customer tested with protime instrument serial# (B)(4). Method: (cuvette/single-use disposable). MFR notified FDA on september 30, 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover lower than expected prothrombin time/international normalized ratio (pt/inr) results. Itc's investigation into the product's performance identified increased imprecision in addition to an increased negative bias corresponding to mfg changes.